Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 24-sep-2011, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 24-sep-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when pocket was opened dr noted the 8-15 lead was not locked in place and was exposed. We did imp checks and the 8-15 lead was all greater than 40000 dr did not note any breaks in pocket. 0-7 wnl except contact6 was avoid. Imp check done a few times after wiping down leads and remained the same. Dr opted to repl the ipg with 97715. Device will be off un til poa in approx 2 weeks. Will rp in office when device turned on in 2 weeks, issue not resolved at this time. Pt was scheduled for an ipg replacement and although doesn¿t currently have pain dr and pt decided to replace device incase pain returns. Device prior to repl 97714 was not in use and dead but pt states it did help her when she did use it but it has been about 2 years.